Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline, and there was no internet connection issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the pyxis had been offline for all or most of the day. A technical support specialist (tss) dialed into remote support services (rss) and found that the station was online and functioning normally. The tss added that communication had been confirmed to be operating properly based on internal verification. Tss confirmed with customer that it was a cord issue and it has been resolved on the customer end. The system functioned as intended after the customer resolved the issue.